Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a procedure to treat a chronic, calcified lesion in the popliteal artery. A crossover intervention was performed and pre-dilatation was performed. The supera stent delivery system was advanced over a non-abbott guide wire; however, resistance was noted with the guide wire and the supera stent delivery system was unable to advance further. Both devices had to be removed as a single unit. The target lesion was treated using an unspecified stent. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported resistance was confirmed. Based on a visual, dimensional and functional inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation concluded that the cause for the reported resistance could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.